Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient sample. The initial result from a cobas 8000 e 602 module was 6.61 uiu/ml and the repeat result on a second cobas 8000 e 602 module was 0.055 uiu/ml. On (B)(6) 2018, the repeat result on the second cobas 8000 e 602 module was 7.59 uiu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the information provided, a general reagent issue could be excluded.